Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-17325. It was reported that the patient presented via remote transmission after being shocked. Upon review, the right ventricular lead exhibited noise that led to inappropriate high voltage therapy, while the right atrial lead also exhibited noise. The physician explanted and replaced both leads. The patient was in stable condition.